Manufacturer narrative:
An outlet seat check valve, outlet checking flap valve and a graphic user interface (gui) to breath delivery (bd) cable were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an intermittent erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operated within the manufacturing specifications.